Manufacturer narrative:
The pod was received in a state of partial deployment, as the formed needle was partially visible inside the needle well of the bottom housing and the linkage assembly arms were slightly separated. The download data from the pod showed that the pod was received in pod state 15 and had been deactivated by the user after the end of second prime. Both priming sequences ran for the expected number of pulses. Upon opening the pod, the needle mechanism fully deployed. Inspection of the internal components found evidence of damage on the underside of the top housing and on the linkage assembly, indicating that the linkage assembly made contact with the top housing during needle mechanism deployment. This misalignment of the linkage assembly prevented the pod from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. The pink slide did not move forward.